Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The prepare for therapy section, instructs the user to connect the transfer set to the patient line and to open the transfer set, prior to starting the initial drain. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported the home patient (hp) made a use error while performing peritoneal dialysis (pd) therapy. Upon initiating pd therapy with the homechoice device (hc), the hp accidentally forgot to open her transfer set and the hc device advanced to fill 1. The hp stopped fill right away and called baxter technical service. The baxter technical service representative (tsr) assisted the hp to get to manual drain to ensure she drained out everything first. The hp understood and resumed with therapy successfully. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.